Event description:
The customer stated that she was hospitalized for blood glucose levels as high as 1100 mg/dl. However, the sensor was reading 90 mg/dl. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, is it unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see MFR report number 3004209178-2009-09053 for the report under the insulin pump.